Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device alarmed and displayed an unknown error code. There was no additional information provided and no patient involvement.

Event description:
It was reported that the device alarmed and displayed an unknown error code. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Additional in h3, h6, h7, h9. Z-2700-2017 for sear. Z-2718-2020 for iui connection issues. This device was evaluated and repaired through the service repair process upon visual inspection the service technician noted that they: replaced air in line due to 242.4030 error, replaced sear latch, iui right, iui left. Replaced lower & upper pressure sensor due to check IV set. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. ¿a bottle side pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿a patient side pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the patient side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 17apr2012 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for sn (B)(6), which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device alarmed and displayed an unknown error code. There was no additional information provided and no patient involvement.